Event description:
It was reported the patient (B)(6) is experiencing intermittent stimulation from his therapy system as well as auto reducing. A diagnostic test found impedance issues with several of the patient's programs. An x-ray has been prescribed for further interrogation, and surgical intervention will be undertaken at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.